Manufacturer narrative:
The facility reported observing a brown substance on the reverse osmosis (ro) membrane in their millenium hx portable ro system. There is potential for patient or user exposure. The facility immediately replaced the affected membrane in their ro system and has not experienced any issues. The source of the brown substance was confirmed to be the adhesive used in the construction of the membrane itself. It is unknown if the substance is entering the ro system fluid pathway. Additional testing and investigation is underway. There have been no reports of any patient adverse effects. This report is being submitted conservatively as the potential for patient or user exposure to the substance is unknown at this time. This complaint will continue being monitored in the mar cor purification/cantel complaint handling system.

Event description:
The facility reported observing a brown substance on the reverse osmosis (ro) membrane in their millenium hx portable ro system. There is potential for patient or user exposure.